Event description:
Based on a review of medical records provided by the pt's attorney: ni - implant of kugel hernia. On (B)(6) 2003 - the pt underwent repair of incisional hernia with multiple incisional defects and it was noted "we encountered an all crinkled up, small oval kugel patch that was completely nonfunctional, there were a lot of adhesions attached to it". The small oval kugel patch was implanted.

Manufacturer narrative:
The pt's attorney initially reported a single composix kugel mesh, which was filed with the FDA when davol was originally made aware of the complaint. However, medical records were later rec'd that identified an add'l mesh. No product identifiers were included for this device in the medical records provided. The operative report for the explant procedure refers to a "small oval kugel patch." The mesh was reported to be "crinkled up" and "nonfunctional." However, with no sample or photos of the mesh returned and no lot number provided, no further eval of the device could be performed. Based on the info provided, it is unk whether the mesh may have caused or contributed to the reported event. If add'l info is provided, a f/u MDR will be submitted. Refer to MDR 1213643-2012-00062 for info regarding the composix kugel mesh implanted on (B)(6) 2003.